Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer performed a supply change to address the bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.